Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿problems related to reprocessing¿ was not confirmed. The device evaluation found there were foreign objects on illumination lens, plastic distal end cover, and bending section cover due to insufficient cleaning. Additionally, the channel tube had pinhole and water tightness was lost. Due to clogging of the jet tube, normal water supply was not performed. The adhesive on the bending section cover had a crack, the switch number 4 had wear. The forceps elevator had discoloration. The plastic distal end cover had a burn. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, they did not confirm if there was any delay in the start of pre-cleaning, the customer they did not confirm if flushed the nozzle with water and air, or if there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported problems related to reprocessing on the evis lucera elite gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object on illumination lens, plastic distal end cover, and bending section cover. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.